Event description:
The customer reported smelling smoke coming from under an architect i2000sr analyzer. The technical service specialist (tss) did not smell or notice any smoke when arriving at the customer¿s site but did find the buffer reservoir overfilled and leaking onto an electrical cable supplying power to the analyzer, which caused the power to trip and shutdown the analyzer. The tss noticed some charring and evidence of melting on the electrical plug. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported smelling smoke coming from under an architect (B)(4) analyzer. The technical service specialist (tss) did not smell or notice any smoke when arriving at the customer¿s site but did find the buffer reservoir overfilled and leaking onto an electrical cable supplying power to the analyzer, which caused the power to trip and shutdown the analyzer. The tss noticed some charring and evidence of melting on the electrical plug. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.

Manufacturer narrative:
Field b3 - date of event was updated from 08aug2025 to 16aug2025. An abbott technical service specialist (tss) was dispatched due to the customer smelling smoke from an architect (B)(4) processing module, serial number (B)(6). During the troubleshooting, the tss discovered charring and evidence of melting on the power cord due leaking of buffer because of an overfilled buffer reservoir. No smoke or fire was observed, and no injury occurred. The tss replaced the sensor, level, buffer, part number 7-77624-01, which resolved the issue. The analyzer was returned to normal operation. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damaged component was limited to the sensor, level, buffer, part number 7-77624-01; the charring/evidence of melting did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.